Event description:
Additional information was received from the company representative (rep) reporting that the spinal portion that was removed was discarded at the surgery center and cannot be returned for analysis at this point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 15mg/ml at 0.750 mg/ml (daily dose) via an implantable pump. It was reported the patient¿s catheter was not working correctly. A catheter revision took place to correct the problem. There were no known patient factors that may have led or contributed to the issue. A catheter dye study was done on (B)(6) 2024 prior to the revision and physician was unable to aspirate. The patient then had catheter revision on (B)(6) 2024. The old spinal segment was removed due to zero csf (cerebral spinal fluid) flow upon further investigation; therefore a new spinal segment was implanted and connected to the existing catheter. The physician re-checked flow from the cap (catheter access port) and the patient¿s system worked perfectly post revision. The issue was resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2017; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-feb-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.